Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the installation of a new colonovideoscope, black residue was observed inside the instrument channel. An olympus bw-412t cleaning brush was initially used during manual cleaning, and at that time, the brush was perceived to be clean and free of debris. However, following a steris resi-test performed by the customer, black debris was detected on the brush. The brush was then replaced, and a new one was used to clean the scope, but the issue persisted. Another manual cleaning was performed, with the scope being brushed an additional three to four times, which resulted in the residue being successfully removed. This event occurred during device reprocessing; there was no patient involved.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d9, g2, h2, h3, h6, h11. The device was not returned for evaluation. However, a field service engineer was dispatched to the customer site and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor the performance of this device.